Event description:
On (B)(6) 2014, the reporter contacted animas and stated the health care provider (hcp) had reviewed the pump today and alleged the pump is missing history. Reporter was not sure exactly what the history issue is and did not did not see any information missing from the bolus history. Reporter wants to verify with hcp first for further clarification and will call back if there is an issue with pump history. There is no allegation of an adverse event. This complaint is being reported because the alleged history issue is not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.